Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Cardiac tamponade occurred due to cardiac perforation. Insertion of beeat (catheter) into the coronary sinus (cs) was difficult and during the placement as the patient¿s rhythm became atrial fibrillation and blood pressure decreased to the 70 s. (Blood pressure was in the 100 s at the time of admission). Pericardial effusion was checked with a soundstar (ss) before bb (transseptal) and it was confirmed that there was some retention. Since blood pressure increased due to catecholamine administration, pulmonary vein isolation (pvi) was performed. After that, box ablation was also added. After the pvi + box was performed, since the increase in blood pressure was minimal compared to catecholamine administration, pericardial effusion was checked again by ss, and since the increase was observed compared to pericardial effusion before bb, pericardiocentesis was performed. After drainage, increased blood pressure and movement of the cardiac shadow on fluoroscopy were observed. Thereafter, bradycardia was confirmed, so the patient was discharged from the room with an external pacemaker as a preventive measure. Although the occurrence of cardiac tamponade was confirmed in the ablation phase, the physician suspected perforation at the time of cs catheter placement. There was no defect with that product. Additionally, the physician commented that ¿regarding the thermocool® smart touch® sf bi-directional navigation catheter, the pentaray, the soundstar and the lasso catheters, there was no feeling that any particular difference in terms of operability. The physician also commented that ¿the blood vessels have a strong tortuosity from the femoral vein (fv) to the heart, and I could not be said that the operability of vizigo was good. However, since it was derived from the patient, it is unrelated to the product¿. The adverse event was discovered during use of biosense webster products. Since the physician did not perform thoracotomy hemostasis, the site of perforation was not clearly known, but the blood aspirated by drainage was considered venous blood by appearance, and right atrium (ra) or right ventricle (rv) injury was suspected. It was considered that the possibility of rv injury was not low because the physician had difficulty in placing the beeat in the cs and the catheter often bounced on the rv. Also, when the status of pericardial effusion was checked by soundstar before atrial septal puncture, some pericardial effusion had already been observed, and therefore, the physician commented that cardiac perforation was highly likely to have occurred during cs catheter placement. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization due to the adverse event as the procedure date was (B)(6) 2022 and the patient was discharged from the hospital on (B)(6) 2022. Relevant patient history includes maintenance dialysis. A transseptal puncture was performed with an rf needle. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. No service is required for the generator.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30681115l number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-apr-2022, biosense webster inc (bwi) received additional information about the patient and event. It was reported the patient was between 70 - 80 years old. It was reported the physician¿s opinion on the cause of this adverse event is that it was procedure related. It was not related to the bwi products because the tortuosity of blood vessels from the femoral vein to the heart was strong, it cannot be said that the operability of vizigo was good, but the physician commented that this was not related to the product because it was derived from the patient. Ablation was performed prior to noting the cardiac tamponade but there was no evidence of steam pop. Although the occurrence of cardiac tamponade was confirmed in the ablation phase, the physician suspected perforation at the time of cs catheter placement. The irrigated catheter was used correctly according to the instructions for use (IFU). The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Note, under section d10. Concomitant medical products and therapy dates updated the "unknown generator" to "smartablate pump kit (japan)" and also added ¿unknown pump¿ as per the additional information received. Also the physician's contact information has been added to section e1. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).